Event description:
It was reported to philips that the live monitor keeps turning off. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced 5v power supply which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and found that the live monitor keeps turning off. Review of system logfiles cannot confirm the malfunction. Upon further investigation, fse found that the voltage was outside the range when the source voltage was examined and a problem with the power supply in one of the monitors. Fse replaced the power supply to resolve the issue. After replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.